Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06543. The pt was implanted with two leads from the same lot number. It was reported the pt had a fever five days after her implant. The pt's midline incision is reddened and mild swelling over her ipg site. The pt stated she had taken tylenol (500mg) and the physician prescribed her an oral antibiotics. It was also reported the pt had a kidney infection, which cleared before the implant, two weeks prior to the implant surgery. No further info is available at this time.